Manufacturer narrative:
Per warnings in cortrak 2 nasogastric/nasointestinal feeding tube with electromagnetic transmitting stylet instructions for use, additional confirmatory techniques may be indicated for patients who are combative or move excessively during placement. Therefore, since the user confirmed that the receiver unit was not in the correct anatomical location, the patient was combative, and per warnings in cortrak 2 ng/ni feeding tube IFU; the root cause was determined to be user-incorrect use. All information reasonably known as of 04 oct 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. A root cause could not be determined. All information reasonably known as of 31 aug 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported, a pneumothorax occurred with the use of cortrak which required an emergent chest tube placement. The patient was combative during placement and the receiver unit was not maintained in placed. An xray was taken mid-procedure and the tube was coiled. On follow-up xray, there was a pneumothorax noted. The patient stabilized and was transferred out of the intensive care unit (ICU). No device malfunction or problem reported. Per additional information received on 17 aug 2023, the cortrak unit is operating fine and will not be sent in for evaluation.

Manufacturer narrative:
Correction: h6 investigation findings; added device problem code; h10 h6: investigation findings/no code available: usage problem identified. Per the complaint description, ¿x-ray was taken mid-procedure, and the tube was coiled; on follow-up x-ray, there was a pneumo [pneumothorax] noted.¿ there are warnings in the cortrak2 ifus that institution protocols must always supersede the use of the cortrak 2. Clinical judgment must always take precedence¿, ¿feeding tube should be withdrawn immediately if symptoms of respiratory distress or irritation¿, and ¿withdraw the tube immediately if any resistance is encountered during the placement¿. Therefore, since an x-ray was taken mid-procedure (indicating users were aware of the potential issues), the warnings in the cortrak 2 ifus were not adhered to. Therefore, the root cause was determined to be user-incorrect use. All information reasonably known as of 09 jan 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.